Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and doctor visit with prescription medicine. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they had sought medical attention due to experiencing irritation at the pod's location (arm) the patient stated they went to the doctors and received hydrocortisone cream and was directed to apply it to the infected area twice a day. The customer stated for the hydroxyzine they were directed to take 1 tablet every 6 hours as needed. The customer also stated they were prescribed zyrtec (cetirizine) and was directed to take a 10 mg in tablet form by mouth every day.